Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 6/25/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection of the returned lens shows the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon explanted a tecnis monofocal intraocular lens. Surgeon targeted -2.00 monovision; however, ended up -0.25-0.75 × 030. Additional information received confirmed the reason for the explant, from the patient¿s left eye, was because of the post op manifest refraction of -0.50 and patient being unable to read. Reportedly, there was no incision enlargement, no sutures, no vitrectomy required. Lens with same model and higher diopter of +19.5 was used as replacement for the patient. Patient was doing fine at discharge and was able to read well. No further information was provided.